Manufacturer narrative:
Date of this report: 10/15/2015. Device available for evaluation? Yes. Date received: 03/09/2016. Date received by manufacturer: 03/30/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. When viewed under magnification and using calipers, there were no anomalies in the orientation and dimensions of the murphy¿s eye. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The cuff was inflated with 20cc of air and pressure was applied; there was no occlusion / blockage of the main tube inside diameter (ventilation path). The customer indicated they repositioned the tube twice in an attempt to resolve the issue without success.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thyroid resection, there was " a sudden reduction of the inner lumen of the tube accompanied with patient injury during surgery." The event was then clarified; the user was unsure of what caused the event, but the patient was unable to be ventilated. Once it was discovered that the patient was not being ventilated and had short term apnea bilaterally, they repositioned the tube twice in an attempt to resolve the issue; the patient still could not be ventilated. They then extubated the patient and placed another tube to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.